Event description:
It was reported that the pump displayed an occlusion alert during use with an infusion set, dosing resumed after the alert was cleared, and the user elected to perform a full supply change; blood glucose at the time was reported in range and unaffected, and the user suspected tubing compression from sitting on it as the precipitating event. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with the event aligned to a lack of insulin delivery effect at the time of the alert and no specific device component implicated due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.